Event description:
It was reported that during an atrial lead revision, a lead abrasion was also noted on the right ventricular lead. The lead was capped and replaced. The patient condition was fine after the event.

Manufacturer narrative:
A partial lead with the connector pin measuring 9.8m was returned for analysis. External insulation abrasion was noted at 7.5-8.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.